Event description:
Same case as: 2134265-2009-06814, 2134265-2009-06816, 2134265-2009-06817. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. On an unspecified date, four taxus express2 stents (2-2.75x32mm, 2.50x24mm and 2.50x8mm) were implanted in the right coronary artery (rca). An unspecified time later, the patient presented with recurrent angina and an abnormal cardiolite stress test. Angiography revealed two focal areas of in-stent restenosis (90% severe stenosis) in the mid rca that reached from the distal rca and the bifurcation of the posterior descending artery (pda) and posterolateral branch. A flextome 3.5x10mm cutting balloon was inserted; however, the cutting balloon would not cross the lesion and was withdrawn. The mid and distal rca were treated with a 3.5x12mm quantum maverick balloon and a 2.25x12mm apex balloon. The apex balloon was then repositioned to treat a section in the 1st right posterolateral (rpl) artery. The physician continued on by using multiple balloons including a 3.5x12mm quantum maverick in the mid rca, a 3.0x12mm apex balloon in the distal rca and the 2.25x12mm apex balloon and 3.5x12mm quantum maverick balloon in the distal rca. Proximally good anterior graft results were observed and distally there was 20-30% residual plaque. An attempt was then made to advance a taxus liberte' 2.5x20mm stent across the lesion site but was unsuccessful. A non-bsc 2.5x18mm stent was advanced but did not cross the lesion either. The guide catheter was exchanged and the non-bsc 2.5x18mm stent was re-inserted and advanced across the distal rca and deployed. The 3.0x12 mm apex balloon was then used to post-dilate the stent. The 2.25x12mm apex balloon was inflated in the rpl. Angiography showed some persistent eccentric 30% fibrous plaque in the vessel and this area had been treated with rotablator four years earlier. Another attempt to advance the flextome 3.5x10mm cutting balloon was made but was again unsuccessful. Another non-bsc 3.5x10mm cutting balloon was prepped and advanced however it was also not able to cross the lesion. A 3.5x15mm apex balloon was advanced and inflated in the mid rca. At this point it was felt that further pci would not be prudent and the procedure was completed. During the procedure versed, angiomax and heparin were administered. Post-intervention the patient was instructed to continue lifelong plavix therapy. No further complications were reported and the patient status was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.